Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient stated that it takes them a long time to get the ins to start charging. The patient stated that when they were with the rep the controller battery was 100% and the controller just kept saying checking recharger and wouldn't go to the ins charging screen. The patient stated that the rep thought the issue might be with the recharger. The rep had taken the battery out and reinserted it. The patient was asked to start a recharging session while on the call and the ins was charging with excellent quality. The patient stated that they would call if they continued to have issues. The problem started around 2 weeks after implant. No symptoms were reported. No further complications were reported or anticipated. Additional information was received. Consumer reported they have never had so much trouble charging 'this thing.' It was reported that on the day of the report they sat for 1 hour and 15 minutes and it said excellent as they charged their ins. When they started the controller battery was at 100% and when done it was at 60%. The ins battery when started charge was at 40% and at the end of the charge it was still at 40%. The pt said it takes forever to find the device to charge. Patient reported they have to work 20 minutes to find the device, and then it keeps saying searching for the device. It was reported that the teeth that plug into the controller of the recharge antenna sometimes won't snap. No further complications reported/anticipated. Additional information was reported that the patient will receive excellent recharge quality and it seems to be recharging well for the first 10 minutes however when the ins level gets to 50% full it seems like it is taking too long or frozen at that point. The patient said that she typically starts recharging when the ins is at 30% and the she charges the controller up before charging the ins. The patient said that she will unplug the rtm and it will work for a while. The patient declined to troubleshoot over the phone. The patient stated that she has not noticed any changes to the ins site and she is active while recharging and once she tried recharging the ins while she was driving a car. It was reviewed with the patient the importance of recharger antenna placement. At the next recharge session, the patient was instructed to verify that the controller is 100% charged prior to recharging the ins and then note the ins level at the start of the recharge session. Once the recharge quality is confirmed and when the screen goes blank, the patient should let it stay blank as long as the green light is blinking. If the patient notices an orange light and receives any message, to adjust and call back. The patient should provide an update after recharging for about 1 hour and 45 minutes and still not charged up event with excellent quality. No further complications were reported. No patient symptoms were reported. Additional information was reported that the patient was sent a new antenna and that seemed to help. The rep stated the recharging is fine, and even stayed over 30 minutes to confirm charging. The rep believes the recharging issues were resolved. No further information was reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the cause was unknown and they were "still doing" the steps to resolve the issue. No further complications reported/anticipated.